Event description:
On (b)(3) 2023, it was reported by a sales representative via (B)(4) that an abs-10060r angel machine had difficulty drawing out pp from the bag, you could inject but not withdraw ppp from the bag. This occurred during use on (b)(3) 2023. There was no additional information provided, and additional information has been requested.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
Additional information: g.3: followup information received. H.3: device evaluation changed. H.6: updated. The complaint was not confirmed. The reported incidences could not be repeated. One unpacked abs-10060r serial (B)(6) was received for evaluation. Visual evaluation noted regular signs of wear and tear. It was observed damage on the centrifuge arm probably as a result of the interference with the centrifuge chamber. The device was assembled with a new blood processing set and was tested and evaluated under normal conditions to see if the reported issue(s) could be reproduced. Sixty ml of human whole blood (13% acd-a) were processed on the device with standard settings at seven percent hematocrit. The device reported outputs of 29 ml platelet-poor plasma (ppp), 29 ml rbc, and 3 ml prp. The prp volume within the syringe was recorded as 3.5 ml. Upon completion of the cycle, the evaluator successfully withdrew the ppp from the disposable with no difficulties. No error messages were reported during processing. The console functioned normally. Aliquots of the wb and prp were analyzed for cbcs with the sysmex xe-5000 hematology analyzer (table 1). The prp produced had expected cellular concentrations. The reported incidences could not be repeated. No related problem found.